Event description:
It was reported that during a supply change the customer was unable to attach a new infusion set connector due to difficult threading or fit, though a different connector attached successfully, and a replacement box of connectors was arranged. Symptoms included no adverse clinical effects. Outcomes included no reported alarms and no impact to therapy continuity, with troubleshooting and education completed and replacement supplies shipped. Investigation included a review of distribution and logistics with the supplier regarding the prior shipment. Investigation of this case revealed a suspected defective lot subset or isolated connector defect, with resolution achieved by using an alternate connector. It was concluded that the event was device-related to the connector component and user safety was not compromised.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.